Event description:
There was an allegation of discrepant false negative bacteria result strips for an unknown number of patient samples tested on a cobas u 601 urine analyzer. It was alleged that multiple urine samples were clear, yellow, with normal ph values, and without nitrites or leukocytes when tested on the instrument. Subsequent urine cultures indicated positive results with high quantities of leukocytes and bacteria. Out of seven positive urine cultures, five samples appeared normal on the instrument.

Manufacturer narrative:
The test strip lot number and expiration date were not provided. The investigation is ongoing.